Event description:
It was reported that on (B)(6) 2010, a 3.0x18 promus stent was implanted in the moderately tortuous and severely calcified proximal left anterior descending artery. On (B)(6) 2012, a 3.0x20 non-abbott stent was implanted inside the promus stent for treatment of in-stent restenosis. On (B)(6) 2012, the patient presented emergently. Myocardial infarction and thrombosis of both stents was diagnosed via angiography. Thrombectomy was performed and the patient was treated with medication. The patient remains hospitalized and is reported to be doing fine. Reportedly the patient was compliant with relevant medications post stent implant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of myocardial infarction, thrombosis, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.